Event description:
The report states that during the procedure, the device handle broke and fell into the patient's cavity. The part was retrieved with an instrument. There was no patient injury.

Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.